Manufacturer narrative:
The device was returned for analysis. The returned device analysis could not replicate the reported unintended movement as no issues were noted during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. A definitive cause for unintended movement could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip failed final arm angle (efaa). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The mitraclip delivery system (cds) was advanced to the mitral valve. Final arm angle (efaa) could not be established. The clip was not implanted and was replaced. One clip was implanted, reducing mr to 1-2. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.